Manufacturer narrative:
The investigation for the pump stop, saturated flow, and positioning issues has been completed. The impella cp pump was not returned. Data logs were reviewed and saturated flows were observed at p-9 and p-8 since the start of the case. High motor current pump stop was observed after 52 hours of support. Saturated flows were observed since case start with no motor current spike and diastolic waveforms indicating likely gradual ingestion of biomaterial. There was no heparin or sodium bicarbonate purge usage for first 2.5 hours during support and the last 2.5 hours before pump stop. Pump stop was found shortly after the position in aorta alarm events. As per clinical pump was unable to be restarted after multiple attempts. Biomaterial was observed in pump outflow after explant. No other abnormalities were seen. The cause of the positioning issue was most likely use related per clinical review. The cause of the pump stop issue was most likely biomaterial per log and clinical review. F6/f8 should have been blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, there were positioning issues. The pump was found too deep and hung on the papillary muscle. Staff attempted to reposition the pump back to readjust the position and the pump was pulled back past the aortic valve. The physician was unable to advance the impella past the valve. When attempting to advance, the impella stopped due to high motor current. The impella would not restart after multiple attempts were made. The impella was removed. The physician would manage patient with inotropes and vaso-pressors if needed.